Event description:
Note: bact/alert® I ast culture bottle (ref. 259786) is not ivd, the clinical equivalent is product reference 259789. Issue description: an industry customer in (B)(6) notified biomérieux of false negative results in association with the bact/alert® iast culture bottle (ref. 259786) when testing a fish soup meal replacement. The customer confirmed they inoculated a bact/alert® iast culture bottle and an inst culture bottle with 10ml of diluted fish soup. The bact/alert® iast culture bottle was negative while the inst culture bottle was positive. The bottle contents of the inst culture bottle was subcultured onto blood agar and incubated in both aerobic and anaerobic conditions, both agar plates were positive for growth. The isolate was identified as bacillus circulans with the 16s rna test method. Biomérieux customer service confirmed bacillus circulans is a facultative anaerobic organism. Biomérieux customer service has requested the impacted lot number, customer backup data, and sample preparation techniques. As there is no patient associated with this food industry strain, there is no adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
Context/problem description: complaint investigation (B)(4) was initiated in response to one customer complaint relating to a false negative result in three (3) bact/alert® iast aerobic culture bottle (part number 259786, lot 0001058040, expiry date 27oct2022 or lot 0001057824, expiry date 25aug2022). The complaint (B)(4) is from an industry food customer, blossom park located in korea with contact date of13mar2022. The customer inoculated the aerobic bact/alert iast and anaerobic bact/alert inst (part number 259785, lot 0001057836, expiry date 02sep2022) bottles with 10 ml of diluted sample (fish soup). The inst bottles flagged positive and grew bacillus circulans (facultative anaerobe). The iast bottles with the same sample type did not show any evidence of bacillus circulans growth, bottle results were negative. Impact: it was reported that a customer had false negative results with bact/alert iast culture bottles. No impact/harm to patients was reported by the customer. The impact to customer is having to perform additional testing to confirm a false negative result. Returned product and testing: biomérieux did not request the return of iast bottles as the bottles were inoculated with sample. Retains: no testing for iast bottles was performed on retained bottles as the issue was due to sample composition at the customer¿s site. Investigation: root cause analysis and conclusion: based on the evaluation of data and information provided by the customer, there is one most probable root cause for false negative results with bact/alert iast culture bottles as per complaint inv-12021: materials: the customer analyzed the fish soup product by taking 25g and diluting it with phosphate-buffered saline (pbs) 225ml for a 1:10 dilution. Individual 10mls of this dilution were inoculated separately into three (3) iast and three (inst) culture bottles. The customer was unsure of the iast lot numbers (p/n 259786); either lot 0001058040, expiry 27oct2022 or lot 0001057824, expiry date 25aug2022. The inst lot was 0001057836, expiry date of 09feb2022. The customer stated that the fish soup sample had a ph of 6.3-7.0 and there were no preservatives present in this food product. The ingredients of the fish soup are proprietary; however, an alternative way to preserve food product (no preservatives), especially in traditional korean food, is fermentation of food components (e.g., soybean, vegetables, fish, and vinegar). Article: korean traditional fermented foods-a potential resource of beneficial microorganisms and their applications, s. Dharaneedharan and m-s heo, journal of life science 2016 vol. 26. No. 4. 496-502, http://dx.doi.org/10.5352/jls.2016.26.4.496. Key points of this article are summarized below: traditional korean fermented foods were studied to isolate bacterial strains and evaluate their potential applications. Fermentation is a slow decomposition of organic substances by microbes or enzymes that convert carbohydrates to alcohol or organic acids. Fermentation is used as a preservation method to increases shelf-life of foods (e.g., meat, fish, vegetables). Fermentation is primarily an anaerobic process (excess carbon dioxide (co2), no oxygen (o2), low ph (acidic)) converting sugars to alcohol. Bacteria and yeast are microorganisms with enzymatic capabilities for fermentation. Several korean foods best represent fermentation process (e.g., kimchi (cabbage), gochujang (chili paste), doenjang (soybean paste) and jeotgal (fish sauce)). Doenjang is an ingredient in soups for additional protein and flavor. Bacillus circulans is known for providing beneficial effects on health through the use of this organism in fermentation of soybean foods. Soybean is a known ingredient in korean foods. Article: impact of bacillus in fermented soybean foods on human health, gopikrishna et al. Annals of microbiology (2021) 71:30, https://doi.org/10.1186/s13213-021-01641-9. Key points of the article are summarized below: review of the positive and negative effects of bacillus species on fermented soybean foods (fsf). Fsf by bacillus species (e.g., bacillus circulans) contributed to health benefits. Fermentation foods use microorganisms under the suitable environmental conditions (e.g., temperature, ph, moisture). Soybean fermentation using bacillus species occurs in an alkaline condition there are also food components that provide natural antimicrobial affects. Article: food safety through natural antimicrobials, e.j. Quinto, I. Caro, l.h. Villalobos-delgado, j. Mateo, b. De-mateo-silleras, and m. P. Redondo-del-rio, antibiotics 2019, 8,208: doi:10.3390/antibiotics8040208, www.mdpi.com/journal/antibiotics. Key points of this article are summarized below: a study of natural antimicrobial compounds (e.g., plants, mushrooms) in relation to new approaches for food safety and shelf-life extension. Natural antimicrobial food preservatives (biopreservation) is an alternative way to provide food safety and quality to chemical or thermal processes. Herbs (e.g., oregano, garlic, onion) and spices (e.g., cinnamon, clove, ginger, pepper, chili) have the most antimicrobial properties derived from plants. Spices are different parts of plants (e.g., roots, seeds, leaves) and cinnamon shown antimicrobial activity against bacteria (e.g., bacillus spp.,) it is possible that fermentation was used to make the fish soup instead of using preservatives. Fermentation would have compromised, and counter acted the oxygenated environment in the aerobic iast culture bottle. This would have created anaerobic conditions and a low ph (acidic) inhibiting the growth of bacillus circulans in the iast bottle that supports growth of bacteria requiring aerobic conditions and a ph of >4.6. It¿s possible that bacillus circulans could have been used as the source for fermentation process. If so, an accumulation of this bacteria could have prohibited the detection of growth due to an already excess amount of co2, passed the lag phase for organism growth detection in the iast bottle. In addition, certain food components to enhance taste (e.g., spices) have antimicrobial properties that will inhibit growth of bacteria. Certain spices in the composition of the fish soup could have inhibited the growth of bacillus circulans in the aerobic condition of the iast culture bottles. The customer found that the anaerobic inst culture bottles were more suited for the detection of organism growth of the facultative bacillus circulans in the fish soup food product. Device history record and complaint trends: device history record review not required due to the sample composition of the food product (fish soup) interfered with the growth of bacillus circulans in iast culture bottles contributing to false negative results. Therefore, a batch review of iast lot 0001058040, expiry date 27oct2022 or lot 0001057824, expiry date 25aug2022 was not required for this investigation. Queries on complaint data showed no adverse trend was present for false negative results with bact/alert culture bottles. Conclude product compliance to specification/performance: there is no evidence of any bottle malfunction with the bact/alert iast culture bottle lots. Monitoring and detection methods for bottle defects associated with potential false negative results are part of the manufacturing and quality control processes for bact/alert culture bottles. All aql inspections and quality control specifications must pass prior to the release of the product to customers. Advice and recommendations for the customer: the investigator reviewed the instructions for use [IFU] and bact/alert 3d user manual which provides determined adequate directions to reduce the chances of obtaining false negative results with bact/alert bottles: maintain ambient room temperature for culture bottle storage and bact/alert instrument operations. Visually inspect culture bottle (e.g., sensor color) prior to loading into bact/alert instrument. Insert the culture bottle fully seated into the instrument cell. Leaving the drawers open for too long could drop the temperature of the incubator significantly and cause the instrument to take additional time to get the bottles up to proper incubation temperature. Industry test methods recommend testing two media types (aerobic and anaerobic) to detect the growth of organisms in product. The iast IFU states that ¿the antimicrobial property, if not neutralized, may cause a false negative result.¿ antimicrobial properties can derive from food additives (e.g., herbs, spices).

Event description:
Note: bact/alert® I ast culture bottle (ref.259786) is not ivd, the clinical equivalent is product reference 259789. Issue description: an industry customer in south korea notified biomérieux of false negative results in association with the bact/alert® iast culture bottle (ref. 259786) when testing a fish soup meal replacement. The customer confirmed they inoculated a bact/alert® iast culture bottle and an inst culture bottle with 10ml of diluted fish soup. The bact/alert® iast culture bottle was negative while the inst culture bottle was positive. The bottle contents of the inst culture bottle was subcultured onto blood agar and incubated in both aerobic and anaerobic conditions, both agar plates were positive for growth. The isolate was identified as bacillus circulans with the 16s rna test method. Biomérieux customer service confirmed bacillus circulans is a facultative anaerobic organism. Biomérieux customer service has requested the impacted lot number, customer backup data, and sample preparation techniques. As there is no patient associated with this food industry strain, there is no adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.